Event description:
The patient had not been taking 200mg of mexiletine twice a day as they did not know to pick it up from the pharmacy.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The device had reportedly operated as expected and was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1, "introduction," lists potential adverse events, including cardiac arrhythmia, renal dysfunction, and death, that may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management," also lists arrythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to ischemic cardiomyopathy and shortness of breath. Whether the outcome was device or therapy related was not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a history of paroxysmal atrial fibrillation (paf), ventricular tachycardia and ventricular fibrillation resulting in ablations and a biventricular implantable cardioverter-defibrillator (ICD). The patient was given 400mg of amiodarone to take daily and continued on 200mg of mexiletine the patient also had a history of chronic kidney disease iii and obesity. The patient presented to the emergency department on (B)(6) 2023 with shortness of breath. The patient was transferred to another hospital where they received a chest radiography (cxr) that showed stable trace pleural effusion with basilar atelectasis, which was not a new discovery. Three troponin tests were negative, the patients white blood cell count was 11.2, their lactic acid was normal, their brain natriuretic peptide (bnp) was 1919, their international normalized ratio was 8.9. The patient was given two mg of intravenous bumex (bumetanide) and was transferred to another facility for further care. There, the patient decided to transition to comfort care after and the plan was to turn off the pump when it was appropriate. The outcome was not considered to be device or therapy related.